Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of stenosis and dyspnea are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a percutaneous coronary intervention (pci) was performed. A 3.0x28mm xience sierra stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion and a 2.75x23mm xience sierra stent (1550275-23, 8103041) was successfully implanted in the mid lad. Reportedly, there were no procedural complications. Starting on (B)(6) 2020, the patient started experiencing dyspnea. On (B)(6) 2020, the patient was hospitalized. Imaging was performed and 80% stenosis was observed in the mid lad, 2.75x23mm xience sierra stent. The proximal 3.0x28mm xience sierra stent remained patent. Elevated cardiac enzymes were noted; however, the patient had not had a myocardial infarction. Balloon angioplasty was performed and medications were provided. The event resolved without sequela. No additional information was provided regarding this issue.